Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an infection. It was further reported that the icm experienced low sensing. The icm was explanted and antibiotic treatment was provided. No further patient complications have been reported as a result of this event.